Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding / abnormal bleeding (general)") and device expulsion ("migration of essure device location of device: uterus") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea(cramping)"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral "salpingoophorectomy" with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, anxiety, depression, device expulsion and weight increased outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, migraine, nausea, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion; in (B)(6) 2015: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "apareunia (inability to have sexual intercourse), migration of essure device location of device: uterus, nausea, perforation (uterus), weight gain, migraines", reporter added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding / abnormal bleeding (general)") and device expulsion ("migration of essure device location of device: uterus") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, nausea, indigestion, heartburn, pulmonary embolism, abdominal cramps, muscle spasms, fever, chills, sexually transmitted disease, multigravida, parity 3, spontaneous abortion and . Concurrent conditions included body mass index normal, menometrorrhagia, fatigue, menorrhagia, vaginal bleeding, insomnia, nightmares, pneumonia, libido decreased and leiomyoma nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea(cramping)"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, abdominal pain lower, anxiety, depression, device expulsion and weight increased outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, migraine, nausea, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 130 lbs.tubal spasm of right fallopian tube causing insufficient placement of the coil. She was notified that this tube may not occlude properly and that laparoscopic tubal may be required if the hysterosalpingogram shows that the tube is not occluded. Was told that one of the coils is sticking into her uterus and she will need a partial hysterectomy and the coils removed. Essure device visible through the peritoneum at the proximal aspect of the left fallopian tube. The right essure device was not visible diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion and proper placement.; in (B)(6) 2015: total bilateral occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event abnormal uterine bleeding was added. Concomitant & historical drug , condition were added. Product, patient & reporter information updated. On 1-mar-2018: no information received. Processed with fu 04. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain lower ("cramping"), genital haemorrhage ("bleeding / abnormal bleeding (general)") and device expulsion ("migration of essure device location of device: uterus") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, anxiety, nausea, indigestion, heartburn, pulmonary embolism, abdominal cramps, muscle spasms, fever, chills, sexually transmitted disease, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: zoloft from 2010 to 2012. Concurrent conditions included body mass index normal, menometrorrhagia, fatigue, menorrhagia, vaginal bleeding, insomnia, nightmares, pneumonia, libido decreased and leiomyoma nos. Concomitant products included cannabis sativa (marijuana) since 2011 and cilest (sprintec) from 2010 to 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, abdominal pain lower, anxiety, depression, device expulsion, weight increased, headache and fatigue outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Tubal spasm of right fallopian tube causing insufficient placement of the coil. She was notified that this tube may not occlude properly and that laparoscopic tubal may be required if the hysterosalpingogram shows that the tube is not occluded. Was told that one of the coils is sticking into her uterus and she will need a partial hysterectomy and the coils removed. Essure device visible through the peritoneum at the proximal aspect of the left fallopian tube. The right essure device was not visible. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion and proper placement.; in (B)(6) 2015: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs reporter added, concomitant drug added, historical drug added, events addedas :- headache,pelvic pain, fatigue. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and abdominal pain lower ('cramping') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, nausea, indigestion, heartburn, pulmonary embolism, abdominal cramps, muscle spasms, fever, chills, sexually transmitted disease, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: zoloft from 2010 to 2012. Concurrent conditions included body mass index normal, menometrorrhagia, fatigue, menorrhagia, vaginal bleeding, insomnia, nightmares, pneumonia, libido decreased and leiomyoma nos. Concomitant products included cannabis sativa (marijuana) since 2011, ethinylestradiol;norgestimate (sprintec) from 2010 to 2015 and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding / abnormal bleeding (general)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue") and underwent oophorectomy ("oophorectomy"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), anxiety ("anxious") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, uterine haemorrhage, anxiety, depression, device expulsion, weight increased, headache, fatigue and oophorectomy outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, oophorectomy, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 130 lbs.tubal spasm of right fallopian tube causing insufficient placement of the coil. She was notified that this tube may not occlude properly and that laparoscopic tubal may be required if the hysterosalpingogram shows that the tube is not occluded. Was told that one of the coils is sticking into her uterus and she will need a partial hysterectomy and the coils removed. Essure device visible through the peritoneum at the proximal aspect of the left fallopian tube. The right essure device was not visible. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. Insertion details: the device was in good position with 15 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirmed full occlusion and proper placement.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and abdominal pain lower ('cramping') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety, nausea, indigestion, heartburn, pulmonary embolism, abdominal cramps, muscle spasms, fever, chills, sexually transmitted disease, multigravida, parity 3 and spontaneous abortion. Previously administered products included for an unreported indication: zoloft from 2010 to 2012. Concurrent conditions included body mass index normal, menometrorrhagia, fatigue, menorrhagia, vaginal bleeding, insomnia, nightmares, pneumonia, libido decreased and leiomyoma nos. Concomitant products included cannabis sativa (marijuana) since 2011, ethinylestradiol;norgestimate (sprintec) from 2010 to 2015 and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("bleeding / abnormal bleeding (general)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("extreme debilitating menstrual pain / dysmenorrhea(cramping)"), nausea ("nausea") and fatigue ("fatigue") and underwent oophorectomy ("oophorectomy"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), anxiety ("anxious") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingophorectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abdominal pain lower, uterine haemorrhage, anxiety, depression, device expulsion, weight increased, headache, fatigue and oophorectomy outcome was unknown, the genital haemorrhage, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved and the nausea and migraine was resolving. The reporter considered abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, oophorectomy, uterine haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 130 lbs.tubal spasm of right fallopian tube causing insufficient placement of the coil. She was notified that this tube may not occlude properly and that laparoscopic tubal may be required if the hysterosalpingogram shows that the tube is not occluded. Was told that one of the coils is sticking into her uterus and she will need a partial hysterectomy and the coils removed. Essure device visible through the peritoneum at the proximal aspect of the left fallopian tube. The right essure device was not visible. She was not advised of any complications or problems that occurred at the time of your essure placement procedure. Insertion details: the device was in good position with 15 trailing coils on the right side. A similar fashion was used on the opposite side with 6 trailing coils on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2015: results: confirmed full occlusion and proper placement.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event " oophorectomy' was added. Previously reported events" genital hemorrhage , uterine hemorrhage and device expulsion " seriousness criterion were updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("extreme debilitating menstrual pain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy and bilateral salpingoophorectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed full occlusion and proper placement. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.